Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified procedure, the wire of the delivery device broke during deployment. The lesion was located in the iliac artery. Due to the wire breakage, the physician was unable to continue with the stent deployment. The physician cut the wire, and used forceps to retrieve the delivery device without incident. The procedure was completed by "ballooning the lesion." It was noted that the patient did not experience any serious injuries or complications. Patient status is listed as "ok."